Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "customer named suzanne left a voicemail today concerning issues she is having with lithium heparin green top tubes. " additional information (B)(6) 2021- they are getting discrepant (high) crt and bun with the liheparin tube, and the results are normal when run on the sst tube.